Event description:
Patient had anterior discectomy with 360 fusion had dehiscence x2. On 2nd event pt was being moved from table to bed, coughed and dehisced. Different suture material used, double knotting and interrupted sutures used. Patient with large body mass questing suture material unraveled.